Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to implanting this subcutaneous implantable cardioverter defibrillator (s-ICD) a software update was in progress. Communication was interrupting causing the update to stop. Telemetry was re-established and the update was successful. The device was successfully implanted, however was explanted approximately a week later for therapy upgrade. No adverse patient effects were reported.